Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient was currently in the hospital since monday ((B)(6) 2017) because she took a diet pill given to her by a doctor that caused the pump to "malfunction". Due to the pump malfunctioning, the patient went through "horrible withdrawal" 30 minutes after taking the diet pill and she "almost died". The incorrect refill date displayed on the personal therapy manager (ptm). The ptm was used after a recent refill. The ptm was "not working" as the ptm indicated the patient was due to be refilled on (B)(6), but was not due to be refilled until sometime next month (the pump was refilled recently). The patient was still able to give herself a bolus. The patient spoke to a nurse from (B)(6) on (B)(6) 2017 about the issue with the ptm and she thinks the "button is probably not working". The patient was in the hospital right now, and the nurse was not allowed to come in (to the hospital) and check it. The only way for the patient to be released from the hospital was if a company representative comes and checks out the ptm. The nurse from (B)(6) reported the next refill date as (B)(6) instead of what it should really reflect ((B)(6) should be the earliest refill date with max ptm activations). The patient was to follow up with the healthcare provider (hcp). No further complications were reported.